Event description:
Elderly male coded and expired when the right iliac artery was perforated during a tavr procedure while removing the delivery system. It wasn't so much an issue with the catheter getting stuck as device wouldn't come back into the sheath. I think it was a malfunction with the catheter itself. When we tried to bring the catheter back into the sheath, it usually comes back quite easily but this didn't happen. We tried again to get the catheter back into the sheath and tried to manipulate the catheter to pull the whole thing out together. After case and inspecting device it appears that something was not as it should have been. The "peddles" were outside of the sheath; this is not normal. Manufacturer response for edwards commander delivery system, edwards delivery system (per site reporter): they would like us to give the device to the rep so that they can inspect it.